Event description:
Nurse aide was putting resident in shower when back of shower chair came off and resident fell backwards, causing 2-3 cm laceration to penis, abrasion and right lower leg with bruise to right shoulder and swelling to right knee. Resident seen by physician. Ointment to penis every shift.this was the large shower chair, the resident is a large man who is paraplegic and won't fit in a regular size shower chair. Nurse aide had assistance from another in placing resident in shower. Back of chair slides into pcv pipe without anything to lock it into place.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.